Manufacturer narrative:
Concomitant medical products: 638bl28 heart band, implanted: (B)(6) 2012.

Event description:
It was reported that the patient experienced a worsening of heart failure symptoms due to a suspected fractured left ventricular (lv) lead. It was also reported the lv lead exhibited high thresholds and high impedance. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.